Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: cervical arthroplasty that ended up being an anterior cervical discectomy and fusion (acdf) it was reported that after opening the box during surgery, surgeon realized that the height of the implant was too much. The procedure was changed from arthroplasty to acdf. No malfunction of the implant was reported. The surgery was completed with another implant.

Manufacturer narrative:
Product analysis: implant not implanted into the patient. No complaint or non-conformance alleged or identified with regard to the returned product. After visual review, no evidence was found that would suggest a defect in manufacturing or processing the implants appear to be capable of performing their intended function.